Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a ventricular lead warning was triggered and the polarity switched to unipolar. Low impedances were noted prior to the mode switch. Following the mode switch, oversensing and noise were observed. The lead remains implanted and was left in unipolar mode. No patient complications were reported as a result of this event.